Event description:
In 2005, the lay pt contacted lifescan alleging that his one touch ultra smart meter was reading inaccurately high with control solution. The pt obtained control solution results of 149 and 146 mg/dl on the reported meter. No blood glucose results obtained on the meter were provided. The pt received treatment advice and food and/or beverage from a medical professional; however, no further info was provided regarding blood glucose results obtained or whether the pt had symptoms of high or low blood glucose level at the time of concern. No info was provided regarding the pt's diabetes treatment regimen. The customer service agent (csa) walked the pt through two control solution tests, which fell outside of the control solution range. The meter, test strips, and control solution were replaced.